Manufacturer narrative:
Failure investigation results: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Paramedics were called to check the customer vitals, reportedly the customers bg levels were starting to rise so paramedics did not provide any treatments to the customer. Recommendation was made to consult with a healthcare provider to discuss diabetes management.